Event description:
Pt had lead replaced. On 6/10/1999 nursing staff notes pacing seemed inappropriate. ICD interrogated and found to have high pacing threshold and impedance. Physician opened ICD pocket, and noted screw holding the lead was not tightened completely. Screw tightened. Pacing improved.